Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the conversation between the patient and the customer care advocate (cca) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient informed the cca that she had been having issues with her blood glucose levels for the past year, since being placed on an insulin pump. On (B)(6) 2012, patient's nurse suggested the patient contact lfs to get her meter checked to ensure it is reading accurately. The patient provided examples of results that she felt were erratic such as, "110, 440, 40mg/dl" no time difference was reported with these results. She also reported blood glucose results of "209, 59, 87mg/dl" which were more recent results. These tests were taken greater than 20 minutes apart. The patient tests her blood glucose 4 or more times per day and manages her diabetes with novolog insulin through pump therapy and stated she would follow her normal routine for treating high/low blood glucoses whenever they occurred. The patient stated she is asymptomatic and would not know when her blood glucose spikes. She stated if her blood glucose drops low she experiences "seizures." The patient mentioned she had sought medical treatment on numerous occasions for both high and low blood glucoses but dates/times were not given. It would have been helpful to know her blood glucose readings taken on the subject device at the times that she has needed to seek medical intervention as well as what actions she took in response to the reading(s).at the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury that required medical intervention after the alleged issue occurred.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.